Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll (B)(4) for evaluation. Investigation results as follows: visual inspection of the returned platform was performed and no damages either internally or externally were observed. A review of the platform's archive was performed and no issues related to the customer's reported complaint were found. Functional testing was performed and the reported complaint was not observed or duplicated. The platform passed functional testing without any issues. Based on the investigation, no parts were replaced to remedy the customer's reported complaint. In summary, the customer's reported complaint was not confirmed. Review of the platform's archive data did not find any issues related to the reported complaint. In addition, the reported complaint was not duplicated during functional testing. There were no device deficiencies found during evaluation of the platform which could have caused or contributed to the reported complaint. Therefore, a root cause could not be determined. The platform passed all final functional testing criteria.

Event description:
It was reported that the autopulse platform turned on for 15 minutes before it powered off. The customer turned the device back on and it proceeded to perform 4 compressions before powering off again. No adverse patient sequelae was reported. No further details were provided.

Manufacturer narrative:
The customer also reported that they were unable to duplicate the reported issue. Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.